Event description:
A malfunction alarm was reported by the customer, identified as malf 0 with a fault ID available. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and assisted in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if the issue recurred.